Event description:
Related manufacturer report number: 2017865-2022-49122. It was reported that the patient presented follow-up after a vibratory alert was received for an out-of-range right ventricular (rv) lead impedance measurement. Upon interrogation of the implantable cardioverter defibrillator, no measurements were displaced. Further evaluation revealed that the alert was received for an out-of-range rv lead impedance over a year ago. No inventions were made. The patient was stable.